Manufacturer narrative:
Device evaluation: the customer reported problem of ¿error code of 45984¿ was not replicated but verified through the event log. The reported error code is related to a watchdog trigger timing fault. The issue was resolved by clearing the error code and charging the internal coin battery on the main board. Further investigation found the device had a peeled downstream occlusion (dso) seal and was replaced. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿error code 45984¿ which is related to a watchdog trigger timing fault; during device evaluation it was found there was a peeled downstream occlusion (dso) seal. The product fault occurred during testing. There was no patient involvement, and no patient harm and adverse event reported.